Manufacturer narrative:
The cause of the infection is unknown. The ncmr records were reviewed and the device was shipped under transportation quarantine, however the quarantine was lifted prior to the use of the device. The listed risk analysis was reviewed. Infection is a known risk of total knee replacement surgery.

Event description:
Replacement poly inserts were ordered for revision surgery due to infection. The original surgery was (B)(6)2022 and the revision surgery was(B)(6)2023. The cause of the infection is unknown